Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose and coma on unknown date. Blood glucose reading was 26 mg/dl. The customer stated they became unresponsive from their low blood glucose. Customer reported that they were not using sensor and insulin pump because malfunction. The customer stated that insulin pump had pump error alarm. Troubleshooting for the customer¿s low blood glucose was performed. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump and reservoir will not be returned for analysis.

Event description:
The adverse event was reported in error. Customer reported that they were not using the insulin pump system within 48 hours of reported adverse event. Customer alleged the insulin pump malfunctioned and was waiting for replacement. Auto mode feature was not active. Stuck button alarm was documented under case-2020-00830044 with MDR# 2032227-2020-206537.

Manufacturer narrative:
Narrative summary information updated and provided in section b5 with this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.